Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a gear speed problem. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the device had gear speed problem.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.